Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they hadn't been adjusting the stimulation much lately, but they went in to make an adjustment and a message came up about the battery needing to be replaced which they thought they saw before one time but the doctor said to wait until it got really bad. Caller noted that the patient couldn't change the settings anymore. Caller confirmed that the message would come up as soon as they connected the equipment to the implant. Caller said that they had fully charged both the communicator and handset. Caller used the equipment to communicate with the ins during the call. Caller confirmed that communication was successful. Caller was also able to make therapy adjustments. Caller said that the patient could feel the differences with the therapy being adjusted as well. Caller then said that the message that had come up was eri with an orange bar at the bottom for the ins battery. Caller noted t hat the communicator was at 100%. Agent reviewed screen meaning and redirected to their healthcare provider to further address the matter. When asked for the event date, caller said that it was about a couple months ago. Additional information was received from the patient via patient letter. Patient reported all they saw on the screen was the neurostimulator unit with eri. Pt has not met with their doctor yet. Waiting on their doctor. Communicator was at 95%. Doctor is aware of the battery issue. Waiting on doctor for next step. Issue is not resolved yet, still waiting on their doctor. Additional information was received from the patient (pt). They reported that the cause of the eri was due to a battery failure in the scs. The device was replaced and the issue has been resolved.

Manufacturer narrative:
B3: event date is year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.